Manufacturer narrative:
Medtronic received the following information from the journal article entitled: evar approach for abdominal aortic aneurysm with horseshoe kidney. Mario alejandro fabiani, mauricio gonzalez-urquijo,vicente riambau, carlos vaquero puerta,nilo j. Mosquera arochena, serguey varona frolov and thomas s. Maldonado. Annals of vascular surgery 2019 vol 58 https://doi.org/10.1016/j.avsg.2018.10.042. If information is provided in the future, a supplemental report will be issued.

Event description:
An aortouniiliac stent graft was implanted in a patient for endovascular aortic repair. The patient received 100ml of iodine contrast and the procedure length was 140-mins. It was reported that the patient¿s renal function was impaired post the evar. The patient¿s creatinine levels reached 5mg/dl four days post op and required haemodialysis for three weeks. The patient recovered to pre-evar creatinine levels after six weeks.